Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call sensor anomaly. Customer's blood glucose level was 4.6 mmol/l. Customer advised that the green light did not blink when connected to the sensor. Troubleshooting for the needle hub stuck in serter was performed. Customer advised they took out the sensor and there was no cannula. Customer advised the sensor had a missing cannula and the needle hub was stuck inside the serter. Troubleshooting for the needle break was performed. Customer was advised to discontinue use of the sensor and revert to a backup plan. Customer was advised that the sensor would be replaced and agreed to return the product for analysis.